Manufacturer narrative:
In this use of jada, care was escalated for the original diagnosis of postpartum hemorrhage, consistent with the device labeling. The device labeling statement related to reassessment and escalation is as follows: "warning: signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding." It is unclear whether the jada malfunctioned based on the information that is available at this time, but out of an abundance of caution and because we cannot rule it out at this time, we are reporting this event due to the 30-day reporting deadline. If we become aware of additional information, we will supplement this report.

Event description:
Patient is a (B)(6) -year-old g1p0. Gestational age was 36 weeks 3 days. She presented for an induction of labor due to a new onset intrauterine growth restriction with abnormal umbilical arteryductal dopplers on fetal ultrasound. She was induced with pitocin and a cervical ripening bulb. She progressed to 4cm dilation and a decision was made to proceed to a primary low transverse cesarean section at 0545. An incision was made at 0710 and a 2390g infant was delivered. The quantitative blood loss (qbl) with the cesarean delivery was noted as 566 ml without complication and the patient was closed. 800 mcg of misoporostol was administered. About 2 hours after delivery, there was an additional loss of 300 ml vaginally, and when a manual sweep was performed, about 450 ml came out, so the total qbl at this time was 1316 ml. Additional pitocin was given, and the fundus was confirmed firm and bleeding stable. About 2.5 hours later, the physician was called back to the room due to additional bleeding. On examination, patient became hypotensive to 50's/20's. Anesthesiology and nursing were paged stat to the room. Fluid resuscitation was administered with resulting improvement in blood pressure to 130's/90's. 1 g tranexamic acid (txa) was given. Once additional pain medication was administered, the provider performed a bimanual examination where an additional 550 ml was evacuated manually prior to insertion of the jada and the cervical seal was filled to 60 cc. A transfusion of 2 units of packed red blood cells was also initiated at this time. About 30 minutes into jada treatment, the provider noted some blood coming down around the seal, so an additional 120 cc was used to fill the seal (now at 180 ml). The nurse also adjusted the vacuum setting up to the upper limit of 90 mmhg per the device instructions. With these two adjustments, there was no further bleeding around the seal. About 1.5 hours post jada insertion, a decision was made to start transfusion of another 2 units of packed red blood cells as well as 2 units of fresh frozen plasma. At this time, with jada still in place, there was 180 cc quantified blood in the canister with a continuation of slow trickle into the canister. Concern was noted at this point of whether jada was working properly or whether or not there was another source of ongoing bleeding. 2 hours later, it was decided to remove jada in the or, ready for possible additional treatment. Jada was removed with evidence noted that there was clot in the upper fundus of the uterus "above jada". Once jada was removed, suction curettage was performed, with scant output. After the curettage, placement of a bakri balloon was performed, filling the balloon with 200 cc with scant output noted from the bakri tube. Qbl for this procedure was 400cc. A total ebl for the delivery and pph event was noted to be 3000 ml / 2986 by qbl. The next day, the bakri was removed with vaginal bleeding noted as stable. One day later, the patient complained of dizziness and another 2 units of packed red blood cells were transfused. Another day later the patient again complained of dizziness and palpitations, so was kept a final day for observation. The patient was discharged home, feeling better, on pod #4. Admission date: unsure, it was either the 26th or 27th of january. Discharge date: 4 days after admission.